Event description:
It was reported that during a hand assisted right nephrectomy, the clip deployed but device would not release from the tissue. The surgeon had to pull the device off, tearing the tissue. A vascular stapler was used multiple times to stop the bleeding and divide the tissue. It is unk how much blood loss, but there is no notation of any type of blood products being used. The site was still oozing after completion so the surgeon reinserted the ports to ensure the area had not reopened. Once he had pulled it off and removed if from the body, he was then able to pull hard enough to open the trigger. As the jaws opened, he was unable to see if a clip had been in the jaws. There were no further complications.

Manufacturer narrative:
Info anticipated, but unavailable at this time.